Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2106212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation by our quality engineer team; however, no signs of defect were observed in any of the retained samples. Without the affected sample, we were unable to reproduce the reported issue; however, it is possible that the reported issue resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle leaked anesthesia during use. The following information was provided by the initial reporter, translated from chinese: "purpose of use: extract medicine use basis: general anesthesia to extract drugs usage: insufficient sealing of syringe piston and sleeve, difficult to draw medicine, leakage of push medicine adverse event conditions: insufficient sealing of syringe plunger and sleeve, difficulty in drawing medicine, leakage of push medicine impact on victims: affects the progress of anesthesia time for taking treatment measures: (B)(6) 2022. Treatment measures taken: timely replacement of syringes adverse events improved time: (B)(6) 2022".

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle leaked anesthesia during use. The following information was provided by the initial reporter, translated from chinese: "purpose of use: extract medicine use basis: general anesthesia to extract drugs usage: insufficient sealing of syringe piston and sleeve, difficult to draw medicine, leakage of push medicine adverse event conditions: insufficient sealing of syringe plunger and sleeve, difficulty in drawing medicine, leakage of push medicine impact on victims: affects the progress of anesthesia time for taking treatment measures: (B)(6) 2022 treatment measures taken: timely replacement of syringes adverse events improved time: (B)(6) 2022"

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.